Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge and then resuming insulin. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide.